Event description:
It is reported that the device was implanted in 2006 and that the pt was revised in 2009, due to tibial baseplate loosening.

Manufacturer narrative:
Evaluation summary: components were in-vivo for over 3 yrs. Parts were not returned and x-rays were not supplied. Analysis of the components could not be performed, therefore, a definitive cause for the loosening of the tibial component cannot be determined.: evaluation: no products were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.